Event description:
The patient was hospitalized for elevated blood glucose levels and pneumonia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history redord for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction associated with this complaint, and the patient stated that he had not properly bolused for food he had eaten. The patient has continued to use the pump with no reported subsequent events.